Manufacturer narrative:
A ge service rep performed an evaluation over the telephone. Assisted facility in reloading cal files from floppy. Suspect that the calres file got corrupt. Activity with reporting site continues. Additional information will be reported as it becomes available.

Event description:
It was reported that the itrak 3500l system was not recognizing receiver cables, kept coming up with receiver not calibrated for this application message. No patient injury was reported.